Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo allergic metal testing . It was noted the patient previously had her ipg explanted due to infection (reference MFR. Report#: 1627487-2017-04131). However, the patient plans to be re-implanted with another abbot device in the near future and would like to ensure that she is not allergic to metal prior to the procedure .

Event description:
Follow-up information revealed the patient did have the allergy test performed. However, the results were inconclusive.